Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd sharps collector had no lid. The following information was provided by the initial reporter: no lid for 13.2l sharp box cover.

Manufacturer narrative:
H6: investigation summary no photos or samples were received. The customer complaint of missing lids could not be verified due to the product not being returned for failure investigation . According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process for the lot number (1269952) reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were one issues reported for missing lids for the same part number throughout the last twelve months. According with this investigation and lot number provided, this product was manufactured by flex on september 2021, however, there is not enough information provided from customer like pictures of original packaging in order to determine the root cause. For this reason, it can be concluded that there are many variables that could generate this failure mode due to unknown handling and transportation, if the material is stored or if there are partial sales. Additional information is needed about the handling and storage within distributor facility to rule out that this issue was generated by distributors, because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood that they send boxes with incorrect quantity could happen. In addition, the current manufacturing controls were reviewed, and they were confirmed as capable to detect this kind of issues (missing lid). As part of this investigation, a review of customer complaint records was performed; according with the cc¿s records, no additional complaints were received through the last twelve months for the same part number and issue. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd¿ sharps collector had no lid. The following information was provided by the initial reporter: "no lid for 13.2l sharp box cover".